Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that filter migration occurred. A greenfilter ivc filter was placed. At an unknown time later, the patient's physician's took xrays, which revealed the filter was "gone" and is believed to have migrated to an unknown location.